Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button on the pump was intermittently unresponsive. Reportedly, the customer had to press the button at a specific angle to activate the pump screen and due to the issue, the customer was intermittently unable to administer quick boluses. The customer's blood glucose level was 260 mg/dl. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. The customer reported that the pump would continue to be used for insulin therapy.